Event description:
The customer reported her blood glucose history as follows: bg (mg/dl), 377, 318, 400. The pod was removed and she noted the needle did not deploy the cannula into the infusion site. There was a lot of bleeding at the site and she stated that she did not feel any pain and discomfort while wearing the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula properly or to determine its root cause. Qualifications records were reviewed and the product lot met all acceptance criteria.